Event description:
Small piece of poly broke off. The size of 1/4 during the procedure. Surgeon irrigated and suctioned surgical site. Poly is not x-ray detectable. Mfg notified directly by the site. Rep retrieved the device from the or and took it to stryker for investigation. Manufacturer response for tibial insert, tibial insert trial size 9 (per site reporter) manufacturer rep retrieved the product directly from the or.

Event description:
Small piece of poly broke off. The size of 1/4 during the procedure. Surgeon irrigated and suctioned surgical site. Poly is not x-ray detectable. Mfg notified directly by the site. Rep retrieved the device from the or and took it to stryker for investigation. Manufacturer response for tibial insert, tibial insert trial size 9 (per site reporter) manufacturer rep retrieved the product directly from the or.